Event description:
It was reported by caller cas that the soundstar? Catheter was not recognized by the ultrasound system. No physical damage and did not get wet either. The swifllink would not display the catheter connected and an error - no transducer detected - was displayed on the ultrasound machine. The catheter was replaced and the issue resolved. The case continued. Replacement catheter requested. The caller was advised that the product is being requested for return. Return kit requested. This catheter was labeled as part of the complaint due to the fact that the reprocessed catheter does not have the adverse event product experience code. Replacement for the soundstar? Catheter was requested as the issue happened prior to the event occurred. It was also reported that during the case, after attempting to go transseptal, a pericardial effusion was noticed. The caller stated that the patient blood pressure began to drop. The pericardial effusion was discovered and confirmed by ice. The caller reported that the medical intervention provided was a pericardiocentesis and 500cc of liquid were removed. The patient was reported to be in stable condition. The physician stated that the cause could have been the transseptal location. The ablation catheter was never opened and there was no ablation done during the procedure. The following bwi device was in use: reprocessed cs catheter lot: 2138009 cat: rd135304 (available for return) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).